Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse discovered that the rbc bath was not seated properly. The fse reseated the rbc bath resolving the issue. While onsite the fse completed a modification (mod) software update. Service activity performed was verified to meet the specified requirements per established procedures. Results meet published performance specifications. System validation documented in customer qc record. Failure mode of the leak is related to the rbc bath not seated correctly. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
The customer contacted beckman coulter (bec) reporting 1-2 mls of a blood and diluent mixture was leaking behind the red blood cell (rbc) bath in the coulter lh 750 hematology analyzer. The leak was not contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of a laboratory coat, gloves, and protective eyewear at the time of the incident. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to the reported event.